Event description:
A report was received that the patients ipg was unable to charge. Fluoroscopy was taken and showed that the ipg was sitting diagonal in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model: sc-1160 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.s

Event description:
A report was received that the patients ipg was unable to charge. Fluoroscopy was taken and showed that the ipg was sitting diagonal in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively.